Event description:
It was further reported that the patient passed away due to respiratory failure on (B)(6) 2023. The patient experienced respiratory failure leading to placement of veno-venous extracorporeal membrane oxygenation (vv ECMO), noted to have cerebrovascular accident (cva) due to vv ECMO circuit. The patient's family decided to withdraw care on (B)(6) 23. The cause of death was reportedly not vad related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient log flow alarms. Although the alarms were thought to be related to emesis/hypovolemia, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient was admitted to rule out lower left extremity (lle) deep-vein thrombosis (dvt)/fracture, which the patient ultimately had negative findings for. The patient was then found unresponsive/anoxic on (B)(6) 2023 with emesis/hypovolemia of unknown etiology. Code blue was initiated at approximately 11:32 on (B)(6) 2023, the patient was transferred to the medical intensive care unit, and the patient was placed on venovenous (vv) ECMO (extracorporeal membrane oxygenation) with mechanical ventilation/intubation and blood pressure support medication. It was noted that the emesis/hypovolemia could have caused the patient¿s low flow, and the patient did not have any other decreases in flow even despite cardiopulmonary resuscitation (CPR). The patient also experienced a cerebrovascular accident (cva) which was reportedly due to vv ECMO circuit. The patient¿s prognosis was poor, and the decision was made to withdraw care. The patient ultimately expired on (B)(6) 2023 due to respiratory failure. The patient¿s death was not considered to be related to the lvas. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. A no external power alarm was captured when external power was lost to the mobile power unit (mpu); refer to the mpu investigation regarding this finding. The controller backup battery powered the system until external power was restored. Low flow events were captured on 24aug2023 between 10:22:57 and 10:27:28 with 3 transient low flow hazard alarms. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, other neurological events (not stroke-related), respiratory failure, stroke, and bleeding. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2023-06476. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to rule out left lower extremity deep vein thrombosis (dvt)/fracture. The patient became unresponsive/anoxic with a code blue initiated in interventional radiology at 11:32am and was transferred to the medical intensive care unit (micu) where they required veno-venous extracorporeal membrane oxygenation (vv ECMO). The log file captured 4 sustained and unsustained low flow alarms all from (B)(6) 2023 from 10:22-10:27am. The estimated flows were averaging 1.6-2.4 liters per minute (lpm) and pulsatility index (pi) was averaging from 3.4-5.2 during these events. The log also captured power cable disconnect/low power hazard/no external power on (B)(6) 2023 at 03:49. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord come loose at the wall outlet or from the back of the unit. The patient had evidence of a large amount of emesis at time of code; and emesis/hypovolemia would be a potential reason for prior low flow alarms. The etiology of emesis/unresponsiveness was still undetermined. The log file also was consistent with report that at time of code (~11:32) their flows remained 3.9-4.9lpm. There were no speed drops or decrease in flow despite cardiopulmonary resuscitation (CPR) being provided, and there had been no further low flows since (B)(6) 2023. At the time, patient remained supported on mechanical ventilation, multiple vasopressors, vv ECMO, and the left ventricular assist device (lvad) at 5300rpm. Additional information was provided that the left lower extremity was negative for dvt or fracture. The patient remained intubated/sedated at the time with vv ECMO. The patient had a prognosis poor and was made (do-not-resuscitate) dnr with comfort care as per family.